Manufacturer narrative:
Other applicable components are: product ID neu_label_acc, serial# unknown, product type: accessory.

Event description:
A patient reported she was unsure if her stimulation was helping her because she still gets up 3 times per night. The patient reported she feels stimulation. The patient also noted overstimulation at 8 v on program 3. It was reviewed the patient should turn down the stimulation. The patient decreased the patient decreased her stimulation to 6 v on program 3. The patient noted she has an appointment with her healthcare professional (hcp) on (B)(6) 2016 and will keep her setting at 6 v on program 3 until then. The patient also noted the print on the ID was very hard to read. The patient is implanted for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.